Event description:
It was reported that the patient underwent surgery for lumbar fusion at l3-5. Interbody device was implanted at l3-4 and because of small disc space at l4-5, the surgeon only placed bone and bone paste. Posterior screw/rod fixation implanted at l3-5. Post-op, the patient returned to the surgeon with pain. X-ray revealed a broken screw in the pedicle at right l5. Patient scheduled to undergo a revision surgery in 2009.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the bone thread is broken at two places: at the neck of the thread, and at about 20mm from the head. Fracture appearance of the central portion shows typical fatigue damage followed by a brittle breakage. No defect was found at the level of the fatigue initiation point. The other end of the central thread portion, at the neck, shows a brittle breakage. No fatigue damage was found. A review of the device history records found no documentation to indicate a non-conformance to specification.